Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. The complaint can be confirmed through analysis of the returned product. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. The device history record was reviewed, and no discrepancies relevant to the reported event were found. Root cause has been identified as transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the packaging surrounding the implants was damaged. There was no patient involvement. It was reported that no further information is available.